Event description:
It was reported "the pump is alarming with 'leaking helium'". No further information from the customer was available.

Manufacturer narrative:
Qn (B)(4). The reported complaint of helium loss alarm is not able to be confirmed. The product was not returned for investigation. According to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the pump is alarming with 'leaking helium'". No further information from the customer was available.

Manufacturer narrative:
(B)(4).